Event description:
The customer observed a falsely depressed architect hbsag result generated for a patient sample with a history of hepatitis b who has been taking antiviral medication. The following data was provided (reference range <0.05 iu/ml is negative): (B)(6) 2025 initial result = 0.02 iu/ml, (B)(6) 20205 repeat result = 0 iu/ml. (B)(6) 2025 result = 99.32 iu/ml, nucleic acid result = positive. Additional laboratory data provided: (B)(6) 2025 e antigen result = 0.60 (reference range <1). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section e1 - address (B)(6) all available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 6c36, that has a similar product distributed in the us, list number 4p53, and a 510k/PMA/bla number p110029.

Event description:
The customer observed a falsely depressed architect hbsag result generated for a patient sample with a history of hepatitis b who has been taking antiviral medication. The following data was provided (reference range <0.05 iu/ml is negative): (B)(6) 2025 initial result = 0.02 iu/ml, (B)(6) 2025 repeat result = 0 iu/ml, (B)(6) 2025 result = 99.32 iu/ml, nucleic acid result = positive. Additional laboratory data provided: (B)(6) 2025 e antigen result = 0.60 (reference range <1). No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, in house testing and labeling review. Data and information provided by the customer confirms the complaint issue. Review of tracking and trending for the architect anti-hbs assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 71281fz01. A device history record review did not identify any non-conformance, potential non-conformances or deviations associated with the complaint lot number and complaint issue. Clinical sensitivity testing was performed using a retained kit of the complaint lot. All specifications were met indicating that the lot is performing acceptably. A review of labeling was performed and found to sufficiently address the customer's issue. Based on the investigation, no systemic issue or deficiency of the architect anti-hbs reagent lot 71281fz01 was identified.